Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th may 2025, it was reported by an arthrex employee via email that for an ar-1320bcnf, suture anchor, micro biocomposite suturetak® 2.4 x 6.5 mm with 2-0 fiber wire® with two taper point needles, its anchor broke during insertion. This was detected during a repair surgery for anterior talofibular ligament injury of the ankle joint surgery on (B)(6) 2025. The was completed successfully by using a new ar-1320bcnf. There was no patient harm and no secondary procedures needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1320bcnf serial/batch: (B)(6) was received for evaluation. Functional testing was not performed as the device was received damaged. Visual inspection revealed that the implant was not returned for evaluation. The sutures were broken and frayed with damage along the suture strand. The most likely cause of the reported and observed device failure is user error. Applying excessive force during use can damage the anchor and prevent the device from functioning as intended. Refer to the investigation pictures. The complaint allegation was confirmed.